Manufacturer narrative:
A manufacturing evaluation was completed: the received condition of the reduction forceps is that the forceps ratcheting mechanism does not engage and lock. Otherwise the condition of the forceps is very good. The manufacturing evaluation shows that there were no issues during the manufacturing that would contribute to this complaint condition. All pieces of the lot were checked 100% for function (including ratcheting). No manufacturing issue was found during investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not expected to be returned (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Part number: 399.990, synthes lot number: t103719: release to warehouse date: may 22, 2014. Mfg. Site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; it was reported that two (2) reduction forceps, toothed, l 140mm, were not holding the bone, it loosens. This was detected before use on a patient. There was no patient involvement. This is report number 1 of 2 for (B)(4).